Event description:
It was reported that "during a surgical procedure, the valve separated from the universal seal and fell into the surgical field. It was retrieved. There was no pt harm and the procedure was not altered."